Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, the reported difficult to remove from the anatomy (clip becoming caught in anatomy) resulting in unspecified tissue injury (chordal rupture) appears to be related to patient conditions (enlarged atrium and annulus, big coaptation gap). Tissue injury is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5+, enlarged atrium and annulus, with a big coaptation gap. A triclip xtw was inserted, and grasping was performed. However, the gripper became caught on the septal leaflet. Troubleshooting was performed to remove the clip. However, a chordae rupture of the septal leaflet was observed. After several attempts of trying to place the clip, a decision was made to discontinue the procedure. The clip was removed, and the procedure was discontinued. No clips were implanted. There was no clinically significant delay in the procedure.